Event description:
It was reported that surgeon was performing a turp using the bipolar system. There was a smell of burning and the instrument was removed and checked because it burnt the end of the instrument. It was confirmed that there were no adverse consequences for the patient, user or third party and the procedure was completed successfully. However, the procedure was prolonged between 30 and 60 minutes.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).